Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (b30 error code) was not confirmed or duplicated. In addition, service found the device displayed an e315 error code (non-compatible endoscope) due to failure of the electrical connector and the electronic board (if board and af board). The scope connector was immersed and the braid of the bending tube was detached. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed a b30 error code (scope communication error). The reported issue occurred while reprocessing the subject device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not reproduced, and the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to any of the following: defect of el-connector/ if board/af board by the device handling below. Earth wire of system was not connected. Insertion/removal of scope connector while power of system was on. Dirt and/or fluid adhered to scope connector contacts. Conduction failure of el-connector/ if board/af board due to water which invaded the device by the following. Stress, such as opening venting connector, was accidentally applied while the subject device was being underwater. Foreign material such as fragments of cleaning tool was caught in valve of the venting connector, which made the venting connector unclosed. When used with reprocessor, leak test air tube was broken/inadequately connected, or packing of reprocessor / leak test air tube was broken. Then, moisture which invaded the tube entered scope connector. Immersing device, to which sterilization cap was attached, in reprocessing liquid. Attaching connector cap of leak tester to wet venting connector. Attaching/detaching leak tester underwater. The event can be detected by following the instructions for use (IFU) which state: operation manual: important information ¿ please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.